Event description:
It was reported that, the user experienced persistent hyperglycemia with cgm readings above 300 mg/dl after a supply change while using a contact detach infusion set, despite announcing meals and performing a fill tubing process. The user subsequently changed the infusion set again and reported that blood glucose levels stabilized, suggesting a possible infusion site issue. The reported symptoms included sustained high blood glucose without associated clinical sequelae. The outcomes included no medical intervention, no assisted care, no ketone testing, and no backup therapy. The investigation included troubleshooting and user education, with follow-up to confirm resolution. Review of the case revealed that hyperglycemia resolved after an infusion set change, consistent with an unclear cause potentially related to the infusion site. Based on previously established findings for similar reports, it was concluded that the cause was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.